Event description:
It was reported that the device will not turn on or off. The device is dead but the red led stays on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Investigation has not been completed. We will follow up again with full results.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on or off. The device is dead but the red led stays on. No additional information was provided. There was no patient involvement.